Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient in the early morning hours required a tube changed. The pneumotracheal tube was dysfunctional, with an audible leak and a drop in the tidal volume in the ventilator. A new tube (# 8) was changed, which with less than 24 hours of being installed presents the same inconvenience.